Event description:
A report of explant was received. The patient reported that "the ipg was not working." The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.